Manufacturer narrative:
Investigation type: eitan medical investigated the pump's event log. Investigation findings: the device appears to have functioned according to the parameters. However, the accuracy of delivery cannot be confirmed without testing the pump. Conclusion: eitan medical requested the pump to be received for investigation. When received, the pump will be tested, and the test results will be presented in a follow up report. This reported event occurred outside of the us on a device that is similar to the one marketed in the us and for which there is no data in gudid. Device's premarket submission number: k213744.

Event description:
This complaint was reported by a customer from united kingdom. A delivery issue was reported. It was reported that no human harm occurred, and no medical intervention was required as a result of this event.

Manufacturer narrative:
Investigation type: eitan medical investigated the pump involved in the event. Investigation findings: the complaint was not confirmed. The pump infused without any irregularities and was found to meet its specifications. Conclusion: the pump infused without any irregularities. The pump was found to meet its specifications and successfully passed accuracy testing. This reported event occurred outside of the us on a device that is similar to the one marketed in the us and for which there is no data in gudid. Device's premarket submission number: k213744.

Event description:
This complaint was reported by a customer from united kingdom. A delivery issue was reported. It was reported that no human harm occurred, and no medical intervention was required as a result of this event.